Manufacturer narrative:
Unit was received with currents in specification. Unit passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery test, and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and reservoir tube cracked. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had two cracks. Customer's blood glucose level was from 200 mg/dl to 400 mg/dl. The damage was located near the battery chamber, on the right where the battery icon is on the screen by the up arrow, and by the reservoir. The customer treated her blood glucose level by bolusing using the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.